Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the valve had to be replaced due to clot obstruction. It was noted that the valve was very easy to clog with blood or debris.